Manufacturer narrative:
Corrected information is provided in section b.3. Additional information is provided in sections d.10, h.3, h.6 and h.10. The received sample forceps was found in the inner blister including the cover foil. The returned sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the forceps shows surgery residuals and one grasping arm is bent. After cleaning, it was found that the forceps could be activated and closes. The customer¿s complaint was not confirmed. A 100% inspection and a qc inspection in the production process ensures that a bent instrument will be detected in production. Therefore, and due to surgery residuals, it can be concluded that user handling bent the grasping arm during use. The device history record for the affected lot was reviewed by the manufacturer. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% inspection and a qc inspection in the production process ensure that a bent instrument will be detected in production. Therefore, it can be concluded that the instrument has been bent by an external force during use. No injuries have been reported or are expected related to this issue. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic forceps device was introduced onto a sterile field that was determined to be unable to close during surgery. An alternate forceps was obtained in order to perform the scheduled procedure. There was no patient harm associated with the unsatisfactory forceps. Additional information has been requested.